Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual inspection showed that the t1, t2, and suture are still in place on the needle. The actuator is in the pre-t2 position. There is slight damage to the depth straw from use. No other deficiencies are visible. A functional evaluation showed the actuator pushed both implants off the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 implant of the fast-fix 360 fell off from the inserter. Both of the t implants were removed from the patient by tweezers. The procedure was completed without delay using a back-up device. No further complications were reported. During investigation it was found that both ts implants were deployed simultaneously.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).